Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis it was noted that the overlay was scratched, the electrocardiogram connector on the link electronic module (lem) board was loose and the system fan was noisy. The overlay/bezel assembly was replaced, the lem board was replaced and calibrated and the system fan was replaced to resolve all. Additionally, the stylus was replaced and calibrated. (B)(4).

Event description:
The programmer was returned with no information and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.